Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead exhibited several episodes of non-sustained right ventricular over-sensing. It was suspected that the nsrvo episodes were far p-wave over-sensing due to dislodgement. Also, fluctuation in the r-wave amplitude and impedance was noted. Right ventricular lead dislodgement was confirmed via x-ray to be inside the tricuspid valve. The patient was admitted for monitoring until the lead can be re-positioned. The patient presented for revision procedure on (B)(6) 2020. The right ventricular lead was attempted to be re-positioned. However, once the lead helix was retracted, it would not advance again. An angioplasty wire was placed through lumen of the lead to secure position for implanting the new lead and avoiding re-puncture of the superior vena cava (svc) .the right ventricular lead was explanted and replaced. The patient was stable before, during, and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.